Manufacturer narrative:
The apollo catheter has not been returned; product analysis cannot be performed. The reported event could not be confirmed and an event cause could not be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Ezzeldin, m; qurraie, a; akel, m; lin, e; zaidat, o. Retrieval of onyx fragmet with manual aspiration in the treatment of a dural av fistula. Mercy health st. Vincent medical center. Medtronic received a report that, in the course of treatment, onyx material leaked from the detachment point of the trans-venously located apollo microcatheter. It was noted that migration of the onyx was observed into the dilated draining vein and right transverse sinus. As a result an ace 68 reperfusion catheter was advanced over a glide wire through the shuttle sheath in the right transverse sinus and use to manually aspirate the onyx particles, resulting in complete retrieval of the migrated onyx material. The issue was noticed during headache work up, when computed tomographic angiography (cta) of the patient's head showed a 4mm vascular focus in the right occipital lobe. Digital subtraction angiography (dsa) showed right occipital arteriovenous shunting supplied by distal right posterior cerebral artery branches with drainage achieved by an early dilated vein emptying directly into the right transverse sinus and at least two cortical veins draining into the sagittal sinus, consistent with cognard type iib arteriovenous fistula (avf). The patient's medical history includes hyperlipidemia and intractable chronic headache.